Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was involved in a vehicle accident, and her blood glucose was 500 mg/dl. Customer stated that she is sending the insulin pump back because it got damage. Nothing further was reported.